Event description:
Approximately 10 days after surgery, the patient returned to the surgeon with a possible reaction of infection to device. The knee was scoped and washed and the patient is reported to be doing fine.